Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, leaking of medication (veletri) from the tubing uv filter was noticed. No patient consequences were reported. No adverse effects were reported.